Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that upon incoming inspection testing, the device displays a hard failure when powered on. No patient involvement was reported.